Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03215 addresses the other device. It was reported to boston scientific corporation that a hydrajag guidewire, and a wallflex biliary rx covered stent were used during a endoscopic retrograde cholangiopancreatography with biliary stent placement (ercp) procedure performed on (B) (6) 2010. According to the complainant, the bile duct was successfully cannulated, and balloon dilatation was performed in the distal common bile duct. The patient had a large pelvic mass which resulted in a very tortuous and distorted anatomy. As a result, the guidewire fell out of place. The endoscope had to be repositioned, and the guidewire recannulated several times. The physician also had to reposition the stent several times; however the stent was eventually deployed in the patient's common bile duct. The physician has no alleged issue with the performance of the stent or the guidewire. The physician stated that the stent did not cause or contribute to the patient's perforation. Forty eight hours post procedure, the patient was still jaundice. The patient did not report any pain; however the liver function test (lfts) had not dropped. The patient¿s billirubin and liver enzymes were still elevated. On (B) (6) 2010 the patient underwent a computed tomography (CT) scan, which revealed a perforation in the common bile duct. The physician theorized that the several attempts to re-angle, recannulate, and reposition the endoscope, guidewire and stent during the procedure on (B) (6) 2010, could have contributed or caused the perforation. The physician believes that the covering on the stent covered the perforation, making it undetectable initially. The frailty of the patient's submucosa was also a contributing factor to the potential cause of the perforation. On (B) (6) 2010, the patient was transferred to the university of tennessee medical center. The patient was reported to be in stable condition upon transfer. To date, no additional patient information has been released.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's battery contact was corroded. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.